Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Problem code 2610 for the reportable issue of bands failed to deploy. Problem code 2588 captures the reportable issue of suture stuck inside the ligator cap. Investigation results: received one speedband superview super 7 for analysis. The ligator head and the suture were not returned with the device. It was noticed that the crimp was present on the trip wire. A visual examination of the device found that the trip wire was secured in the handle assembly slot when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly and the returned product looks in good condition without evidence of damages. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the suture was stuck inside of the ligator head causing the technicians to use other tool to hook the suture out. When the device was installed, the band was attempted to be released; however, the bands would not release. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the suture was stuck inside of the ligator head causing the technicians to use other tool to hook the suture out. When the device was installed, the band was attempted to be released; however, the bands would not release. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.